Event description:
Customer reported an inform system blood glucose result of 81 mg/dl, lab result of 39 mg/dl within 10 minutes. Customer reported patient presented symptoms of hypoglycemia, was given treatment based upon lab result. No adverse event reported. A request was made for the return of the system, replacement was sent.